Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer reporting about the scroll wrap feature on the insulin pump. Customer stated that she is worried that when she goes low she may give the maximum bolus. Customer stated wanted to have insulin pump without the scroll wrap feature. Customer's blood glucose was 200 mg/dl. No further information provided.